Event description:
Complainant states the surgeon reported eagle screw backed out. No action was taken. As event of this nature can result in the need for surgical intervention an MDR is being filed to document this event.